Event description:
It was reported by service report that the bed cord and power inlet are broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power inlet filter module.